Manufacturer narrative:
Citation: sathananthan et al. Safety of accelerated recovery on a cardiology ward and early discharge following minimalist tavr in the catheterization laboratory: the vancouver accelerated recovery clinical pathway. Structural heart. Vol. 3 (3) 229-235. Https://do i.org/10.1080/24748706.2019.1592268. E-pub 19 apr 2019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a clinical pathway with transfemoral transcatheter aortic valve replacement (tavr) performed in the catheterization laboratory, accelerated recovery on a general cardiology ward, and early discharge. All data were collected from a single center between september 2016 and august 2018. The study population included 100 patients (predominantly male, mean age 79.4 years). One patient was implanted with medtronic evolut r bioprosthetic valve (no serial numbers provided), the remaining 99 were non-medtronic products. Among all patients, the 30-day all-cause mortality was 1%. No further details were provided regarding the cause of death(s). Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: stroke, minor vascular complications, conduction disturbance requiring permanent pacemaker implant, and escalation of care to intensive care unit. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.